Manufacturer narrative:
The console has not been received for evaluation. The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that while cardioplegia was being delivered, the console gave the error message "internal error" after the delivery set leaked blood into the console. Three (3) attempts were made to reboot the console but the issue persisted. The console and delivery set had to be replaced and the case was completed without any further issues.

Manufacturer narrative:
The device was evaluated and the reported complaint condition was duplicated. Fluid intrusion was identified as the cause of the component failures which led to the error messages. The components were replaced and the boot was resealed around the door latches where the fluid had entered. The console passed all operational verification tests.